Manufacturer narrative:
Attempts for the return of the product as well as additional information requests have been made in order to identify the product involved in the reported event. The customer indicated that the product used for this event was discarded and the lot/serial number was not available. If new information is obtained, a follow-up report will be submitted.

Event description:
The customer reported: "rt's complaint was that it took too long for the masimo sensor to come on and stabilize before a reading was obtained and about the differences between spo2 and abg". No consequences or impact to patient were reported.